Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges the screen display shows visible signs of smoking and melting. Caller reported that 2 black burnt spots appeared under the screen. No adverse event reported. Meter was discarded; replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on (B)(6) 2025. Device performance and/or risk profile are not impacted.